Event description:
Reporter alleged obtained discrepant back to back blood glucose results of 155 mg/dl, 82 mg/dl, 92 mg/dl and 88 mg/dl when all tests were performed within 10 minutes on the compact plus system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.